Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima bilary stent was used during a biliary procedure.according to the complainant, during the procedure,when the stent was attempted to be released, the guide catheter broke and the stent was unable to be deployed. It was confirmed that no part of the device detached in the patient. After the complaint incident, the procedure was ended; no other device was attempted to be used.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The stent and delivery system were returned for evaluation with the stent separated from the delivery system. The suture was found detached from the push catheter and was not returned. Visual evaluation of the device revealed no damage to the stent component. The push catheter was found torn. The suture hole of the push catheter was found torn. The guide catheter was found stretched and broken. The broken piece of the guide catheter was returned loaded with a guidewire. The guidewire could not be removed due to the stretching of the guide catheter. No damage was noted to the guidewire. A kink (suture impression) was noted in the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during the attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a flexima bilary stent was used during a biliary procedure. According to the complainant, during the procedure,when the stent was attempted to be released, the guide catheter broke and the stent was unable to be deployed. It was confirmed that no part of the device detached in the patient. After the complaint incident, the procedure was ended; no other device was attempted to be used. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.